Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with manual injections. The customer mentioned bent quick set cannula which resulted in high readings. The customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.